Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 300 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia and vomiting. The patient was treated with IV(intravenous) fluids, insulin drip, and medication for the nausea (reglan 1 tablet 10 mg every 8 hours). The patient was also prescribed lispro (6 units via subcutaneous injection before meals), and lantus (30 units via subcutaneous at bedtime). The patient was released one week later. The pod was not worn when seeking medical attention.